Event description:
It as reported that the screwdriver tip broke upon screw insertion.

Manufacturer narrative:
The customer reported event was confirmed via correspondence. The device was not returned thus visual inspection could not be performed. Manufacturing records were reviewed for the lot and no relevant issues were identified. It was reported that the patient had hard bone quality and high torque was applied to the driver as a result. The fractured tip of the driver was recovered. According to similar material analysis and the event description, the most likely root cause is excessive torque was applied to the driver due to the patient's strong bone quality causing it to fracture.

Event description:
It as reported that the screwdriver tip broke upon screw insertion.